Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the connection between transfer set, cartridge and adapter, resulting in elevated blood glucose levels. The issue occurred three times. In addition, the patient's wife reported that the patient could not operate the pump properly due to the problem with the leak and could not manage the pen therapy well. Therefore, his blood glucose levels rose to 510 mg/dl on (B)(6) 2024. Because of this, the patient was hospitalized and was still in the hospital at the time of the call.